Event description:
On march 28, 2000 account reported axsym beta-human chorionic gonadotropin value of 225miu/ml. The sample was <2.0 on 3 different competitor methods. Account stated physician did not base pt management decision on axsym result.